Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) on 27-jul-2017 indicating "no pump malfunction was identified". A catheter access port (cap) contrast study evaluation resulted in normal catheter evaluation as of 14-jun-2015. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid at a concentration of 500.0 mcg/ml and a dose of 119.91 mcg/day via an implantable pump. It was reported the patient complained of consistent pain and unsatisfactory analgesia on (B)(6) 2014. The patient also mentioned they felt like the pump was not working. It was indicated the event was possibly related to the device or therapy and unlikely related to the implant procedure. The pump was reprogrammed on (B)(6) 2014, (B)(6) 2015, (B)(6) 2015, (B)(6) 2015, (B)(6) 2015, (B)(6) 2015, (B)(6) 2015, and (B)(6) 2015. A catheter evaluation was performed on (B)(6) 2015. The issue resolved without sequelae on (B)(6) 2015. The patient's weight was listed as (B)(6) lbs.